Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that patient has high impedances on one lead and pain at the ipg site. The investigation did not determine which lead attributed to this issue. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the lead and ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.